Event description:
It was reported that pump loading process had to be repeated causing insulin waste, and pump sometimes failed to recognize or accurately report insulin in new cartridge, with pump surface also described as dirty and smudged. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or final outcome.